Manufacturer narrative:
The t:slim user guide states, "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." Additionally, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had filled the tubing with up to 14 units of insulin while connected to the tubing. Customer reported that the pump will stop delivering insulin after there is no interaction with the pump for 12 hours (auto-off alarm). Customer declined to provide any further details regarding the alleged events including if the events impacted blood glucose.